Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the up arrow and down arrow symbols on the keypad cover were wearing down, and a piece of the cover near the ok button was missing. The buttons allegedly required presses with increased force to engage; the down arrow keypad button was reportedly becoming more difficult to activate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings:. Keypad cover is torn over 'down' button and exposed a key contact. Testing confirms keypad buttons are unresponsive contamination visible under all of key contacts. There is evidence of cracked from the top of battery compartment toward the pump case seal. There is also chipped off / broken off at the top of cartridge compartment.the threads inside battery compartment was also stripped. Unrelated to the complaint, he display screen also has a dim pink and fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.